Manufacturer narrative:
(B)(4). The device was received with the electrode broken off from the instrument and not returned. The ceramic is fractured but sections are still bonded to the lower jaw. Due to the condition of the returned instrument, rf power delivery from the generator is not possible. And as a result, the "close jaws on tissue" message displayed on the generator during functional testing.

Event description:
It was reported that during a hysterectomy procedure, the polymer compound became loose. No further information is available. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Unknown, assumed (B)(6) 2012 that complaint was reported to rep.